Manufacturer narrative:
A supplemental report is being submitted for an update to the investigation completion. This event was collected during a review of patient records with the healthcare facility. Product event summary: the ventricular assist device (vad) (B)(6)was not returned for evaluation. The reported low flow event was not confirmed through log file analysis since log files covering the reported event date were not available. Information received from the site indicated that the ventricular assist device (vad) exhibited a thrombus in the inflow cannula and the patient experienced worsening heart failure and subtherapeutic international normalized ratio (inr). The patient was non compliant with their anti-coagulation medication. Additionally, the patient had transthoracic echocardiogram (tte) was performed. Later, the patient subsequently expired due to progressive worsening heart failure. Based on the limited information available, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, worsening heart failure, device thrombus and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a thrombus event. Possible factors that may have led to this event include, but are not limited, to the reported patient non-compliance with their anticoagulation medication or other issues related to the therapeutic use of anticoagulant and antiplatelet medications, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient subsequently died. The patient's cause of death was reported as progressive, worsening heart failure. Investigation of this event is pending and a supplemental report will be sent upon its completion. The patient status was collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient subsequently died. The patient's cause of death was reported as progressive, worsening heart failure. The patient status was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event was not confirmed through log file analysis since log files covering the reported event date were not available. Information received from the site indicated that the ventricular assist device (vad) exhibited a thrombus in the inflow cannula and the patient experienced worsening heart failure and subtherapeutic international normalized ratio (inr). Based on the limited information available, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the vad instructions for use, worsening heart failure and device thrombus are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a thrombus event. Possible factors that may have led to this event include, but are not limited, to the reported patient non-compliance with their anticoagulation medication or other issues related to the therapeutic use of anticoagulant and antiplatelet medications, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a thrombus in the inflow cannula with low flows. The patient experienced worsening heart failure and subtherapeutic international normalized ratio (inr). The patient was non-compliant with their anticoagulation medication, and as such was not deemed a candidate for intervention. It was further reported that a transthoracic echocardiogram (tte) was performed. The vad was turned off and remains implanted. No further patient complications have been reported as a result of this event.